Event description:
(B)(6) 2011 ¿ pt presented for surgery with l4-5 disc herniation. Procedure was for l4-5 laminectomy decompression, tlif l4-5 with m edtronic peek capstone spacer, infuse, autograft, and dbm, minimally invasive posterolateral fusion with instrumentation. Disc was filled with autograft bone. ¿bmp was placed anteriorly in the thecal sac and then more dbm was placed over that.¿ spacer was filled with bmp and dbm. Autograft, dbm, and bmp used for posterior fusion. (B)(6) 2011 - surgery was in (B)(6) 2011, lumbar interbody fusion. The patient has done significantly better. He has occasional lower back pain with occasional leg radiation, although the intensity of pain is not even close to what it was prior to the surgery.¿ (B)(6) 2011 ¿ lumbar CT shows ¿at l2-l3, there is a 4mm broad-based disc bulge indenting the thecal sac with peripheral calcification. There is flattening of the anterior thecal sac. There is no central, lateral or neural foraminal narrowing. At l4 ¿l5, pedicular screws are seen which are in good position. There is bone graft seen within the disc space extending to the right lateral recess. The right neural foramina is patent. There is severe narrowing of the right lateral recess. The central canal is patent.¿ (B)(6) 2012 ¿ ¿it has been 11 months since his fusion. The patient has minor lower back pain with no radiation down his legs. Occasionally, he feels that some pain goes down his legs although the symptoms are not persistent. He attributes this lower back pain to the cold weather because before (B)(6), he was feeling absolutely fine.¿ ¿a new CT scan of the lumbar spine shows total fusion of the surgery site. There is some excessive bone formation at the foraminal level; however, it is below the exit of the nerve root and apparently, the nerve root is not affected. There is fusion of the facet joint as well and interbody fusion.¿ ¿I have no concern about the patient's fusion at this point. He is totally fused. No signs of pseudoarthrosis and minimal radiculopathy.¿ (B)(6) 2012 ¿ ¿his CT scan shows that he had total fusion although he is still experiencing some leg pain, intermittent pain going down his feet into the bottom of his feet which seems to be in s1 dermatome although this pain is not very severe. His most significant issue is the pain between the shoulder blades and very significant neck stiffness.¿ (B)(6) 2012 ¿ ¿last visit, I sent him for the CT scan of the cervical spine which shows congenital fusion at c3-c4, some degenerative disks at adjacent level consistent with cervical spondylosis although neuroforamens are still widely open.¿ (B)(6) 2012 - the patient returned to my office. The patient had surgery a year and a half ago, l4-l5 microdiskectomy with initial good resolution of radiculopathy; although within the several months, he has been developing increasing pain in his neck with upper extremity radiation more on the right side with pain and numbness going all the way into his hand with difficulty sleeping. He also has increased lower back pain with leg radiation. This time, the pain is going down all the way into his heels bilaterally. The patient seemingly is getting worse across the board; however, the neck problem has been giving him more trouble than his lower back.¿ (B)(6) 2012¿ ¿l4-l5: there appears to be a prosthetic intervertebral disc or graft extending from the intervertebral disc to the right side compromising the right lateral recess and neural foramen.¿ (B)(6) 2012 ¿ lumbar CT shows ¿a 4 mm broad-based partially calcified disc at the level of l2-l3, unchanged since the previous examination. Status post fusion of l4 and l5 with bilateral pedicle screws. There is a metallic density projected over the right neural foramen of l4-l5. Narrowing of the right lateral recess and the neural foramen at the level of l4-l5 unchanged since the prior examination.¿ (B)(6) 2012 ¿ ¿patient returned to my office with the CT scan of his lumbar spine which shows solid fusion through l4-l5 although some foraminal narrowing at the side of the cage placement. However, l4 nerve root is exiting freely. There is some slight lateral recess narrowing at l4-l5 on the right side which may be responsible for the patient's ongoing intermittent radiculopathy; however, recently, he has been complaining more of his neck problem.¿

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent a back surgery using rhbmp-2/acs. Reportedly, "after some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries. I went to the emergency room two weeks after my surgery." No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent posterior lumbar interbody fusion and posterolateral fusion surgery. Levels implanted: l4-5. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and between the transverse processes). Reportedly, patient's post-operative period has been marked by a period of improvement, followed by increasing low back and leg pain, with pain radiating into his lower extremities to his feet. Allegedly, severe pain and symptoms compelled patient to undergo revision surgery on (B)(6) 2013. Reportedly"patient continues to experience constant back pain, with pain radiating to his legs, and numbness and tingling in his back, buttocks, legs and feet. Patient had difficulty sitting, standing and walking. Patient also suffers from bladder, bowel and sexual dysfunction."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: l4-l5 disk herniation, lumbar canal stenosis, severe rad iculopathy. The patient underwent following procedures: l4-l5 laminectomy with decompression of thecal sac followed by transforaminal discectomy from the right side followed by decompression of the thecal sac and interbody fusion using spacer, bmp and autologous and dbm bone followed by posterolateral fusion and instrumentation placed using percutaneous technique using minimally invasive. Surgery was done under high magnification of the operating microscope utilizing tubular retractors and minimally invasive technique. During the surgery somatosensory evoked potential monitoring and emg motor responses were monitored. As per operative notes,¿ I did discectomy in a standard fashion removing most of the disk material and decompressing the nerve root and thecal sac ventrally. Then the cutters were used to remove the cartilage from l4-l5 disk space and after removal of all disk material disks was filled with autologous bone harvested during drilling. A piece of bmp was placed anteriorly in the thecal sac and then more dbm was placed over that. Finally spacer 12 mm tall and 26 mm long was filled with bmp and dbm and driven into the l4-l5 compartment through the opening in the disk. After that x-ray was obtained confirming correctness of placement of the hardware and then surgifoam was injected around the nerve root and posterolateral fusion was carried out in a standard fashion utilizing the patient's autologous bone and dbm together with a piece of bmp placed over the fused area.¿ non intra-operative complications were reported. (B)(6) 2011: the patient was discharged from the facility.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.